Event description:
Reportedly, the same problem occurred on the (B)(6) 2024 with different patients: there was a pop-up message and there is nothing to do except to take out the battery of the tablet.

Manufacturer narrative:
File analysis revealed on that a configuration file of bradywireless platform is corrupted. The root cause of the corrupted file could not be found with certainty, it may be due to the removal of the battery tablet when the tablet was on. The smartview tablet should be re-ghosted. -this case is retained for trending purposes.